Manufacturer narrative:
(B)(4). Investigation summary: the event unit was returned for evaluation. Upon actuation of the device, engineering was only able to load and fire one clip, which met specifications. The unit was disassembled for further evaluation and it was found that an internal mechanism was bent, which has the potential to prevent the clips from advancing properly. The root cause of the clips scissoring remains unknown as engineering was unable to replicate the incident. The bent component may be due to an operator error during assembly. Training has been conducted with manufacturing to develop a heightened awareness of this incident. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently researching possible process and inspection enhancements intended to further minimize the potential for this type of incident to occur. This document represents our final report.

Event description:
Lap cholecystectomy - "scissoring of the clip while clipping the cystic duct. After the 3rd clip was fired, no new clip was fed in the jaws. Surgeon and his assistant tried several times to fire the instrument again, no change as result. After disinfection with a solution of glutaraldehyde, I was able to reload the clip at first attempt. Clip is not closed, still in firing position in the jaws." Patient status: no injury.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.